Event description:
It was reported that the tip of the micropituitary was broken during the procedure. The broken piece was retrieved. No patient injury was reported.

Manufacturer narrative:
(B) (4). Device was returned to manufacturer for evaluation. Visual macroscopic exam shows that the tip of the dynamic shaft is completely sheared off on one side and a portion of the tip is broken on the other side. Both breakages are at the pin location. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.